Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "insufficient vacuum found before use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received 1 photo from the customer by the customer in support of this complaint. The photo was evaluated and does show the level of specimen in the tube is below the fill line however, the product has expired and, no further testing could be completed. Bd was able to confirm the customer¿s indicated failure mode based on the photo provided however, since the product has expired no additional testing could be performed to determine a potential root cause and bd does not approve the use of it's expired products. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "insufficient vacuum found before use".